Event description:
It was reported that during a da vinci-assisted thymectomy procedure, the maryland bipolar forceps had a black cable come out under the clamp. There was no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noticed the damage after disinfection of the pliers. It was unknown if there was any loss of cautery or thermal damage or if the maryland bipolar forceps collided with other instruments. It was also unknown if any fragments fell into the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting a black cable out of the maryland bipolar forceps' clamp, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage on the conductor wire¿s insulation at the distal end. As a result, the internal wires were exposed. Electrical continuity was performed and passed. No thermal damage was observed. The complaint regarding the black cable out of the clamp was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of damaged conductor wire insulation is attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage. This complaint is a reportable malfunction due to the following conclusion: the maryland bipolar forceps instrument had conductor wire insulation damaged. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.